Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and cracked lcd window at the upper left corner at display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a crack on her insulin pump's screen. Customer's blood glucose was 182 mg/dl. The customer stated she had noticed the crack on her insulin pump before, but it has gotten worse. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.